Event description:
On (B)(6) 2019, a 35mm patent foramen occluder was implanted. During the procedure, the delivery system was prepped appropriately and advanced across the septum over a guidewire and the 35mm pfo occluder device was introduced into the sheath. The patient developed chest pain and st elevations. Arterial access was obtained and a coronary angiogram was performed showing reduced flow in the distal right coronary artery. Medication was given in the coronary which subsided the chest pain and the EKG returned to normal. The 35mm pfo was placed in the defect with good result and no other patient consequences were experienced.

Manufacturer narrative:
An event of thrombus and st elevations was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 35mm patent foramen occluder was implanted. During the procedure, the delivery system was prepped appropriately and advanced across the septum over a guidewire and the 35mm pfo occluder device was introduced into the sheath. The patient developed chest pain and st elevations. Arterial access was obtained and a coronary angiogram was performed showing reduced flow in the distal right coronary artery. Medication was given in the coronary which subsided the chest pain and the EKG returned to normal. The 35mm pfo was placed in the defect with good result and no other patient consequences were experienced. Per physician, the cause of st elevation was due to thrombus within the right coronary artery. The cause of thrombus is unknown. Additional information was requested, but not made available.